Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 318 mg/dl and the contact did not know the cause. The pump data could not be accessed as the pump touchscreen kept timing out. The customer was assisted with bolus/basal deliveries to address bg. Although requested, no additional information was provided regarding the event.